Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right ventricular (rv) lead on stored electrograms (egm) during ventricular tachycardia (vt) non sustained episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.